Event description:
A patient contacted (B)(4) regarding assistance with wanting to start therapy over after contaminating a line while using the homechoice (hc) while setting up. (B)(4) assisted the patient in cycling power so that they could open the cassette door and start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint a patient contaminating the line during setup could not be confirmed due to the lack of a sample; therefore, the assignable cause cannot be determined. The lot information was not known; therefore, a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as needed.